Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte-w¿ IV catheter there was an issue with tip of plastic tubing breaks off.

Event description:
It was reported with the use of the bd insyte-w IV catheter there was an issue with tip of plastic tubing breaks off.

Manufacturer narrative:
1 actual sample in opened packaging and 9 representative samples in sealed packaging were returned for investigation. The samples were subjected for visual inspection. No catheter defect but a grey, thread-like fm was observed on the actual sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. The fm was subjected to ftir analysis. The results showed that the spectrum of the fm matched with spectrum of cellulose. Cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. Upon further investigation, the fm could have been transferred from the manufacturing environment during product handling, assembly process.